Manufacturer narrative:
The device is not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of a 6/7f mynx control vascular closure device (vcd), a 6f unknown venous sheath was also removed and manual compression was applied. Hemostasis was achieved, however, the tech had concerns that there might be a hematoma above and lateral to the insertion site. The physician was called and examined at the site. The physician did not feel that it was a hematoma or related to closure. At this time, patient¿s blood pressure dropped several times. Atropine and neosynephrine were given. It kept the patient in holding for several hours but was unable to be weaned from neosynephrine without pressure dropping. Approximately 4 hours later, the patient was brought back to the cathlab to rule our bleeding. No bleeding was found, but the physician felt it was spontaneous rectus sheath hematoma. Patient was re-accessed via left groin and images was taken with no issues noted. The patient had a follow-up computed tomography angiography (cta) and was recovering well. Initially, the patient had a right and left heart catheterization with a percutaneous coronary intervention (pci) of the right coronary artery (rca). After the procedure, the mynx control vcd was prepped and deployed as per the instruction for use (IFU). The physician was trained with a mynx control vcd. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Additional b5 narrative: the patient was not diagnosed with a myocardial infarction (mi) prior to the intervention. The indication for the catheterization was a follow up cath to perform pci. The cause of the hypotension was due to a vagal episode from manual pressure and from rectus sheath hematoma. The patient had an abdominal CT scan which confirmed rectus sheath hematoma. The patient had a follow-up computed tomography angiography (cta) and was recovering well. There was no presence of pvd / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The patient did not have any relevant medical history. A 6f non-cordis sheath was used. The stick location was at the femoral head. After deployment of a 6/7f mynx control vascular closure device (vcd), a 6f unknown venous sheath was also removed and manual compression was applied. Hemostasis was achieved, however, the tech had concerns that there might be a hematoma above and lateral to the insertion site. The physician was called and examined at the site. The physician did not feel that it was a hematoma or related to closure. At this time, the patient¿s blood pressure dropped several times. Atropine and neosynephrine were given. It kept the patient in holding for several hours but was unable to be weaned from neosynephrine without pressure dropping. Approximately 4 hours later, the patient was brought back to the cathlab to rule our bleeding. No bleeding was found, but the physician felt it was spontaneous rectus sheath hematoma. Patient was re-accessed via left groin and images were taken with no issues noted. The patient had a follow-up computed tomography angiography (cta) and was recovering well. The cause of the hypotension was due to a vagal episode from manual pressure and from rectus sheath hematoma. The abdominal CT scan confirmed rectus sheath hematoma. Initially, the patient had a right and left heart catheterization with a percutaneous coronary intervention (pci) of the right coronary artery (rca). After the procedure, the mynx control vcd was prepped and deployed as per the instruction for use (IFU). The physician was trained with a mynx control vcd. The patient was not diagnosed with a myocardial infarction (mi) prior to the intervention. The indication for the catheterization was a follow up cath to perform pci. There was no presence of pvd / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The patient did not have any relevant medical history. A 6f non-cordis sheath was used. The stick location was at the femoral head. The product was not returned for analysis. A product history record (phr) review of lot f2003007 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vasovagal reaction¿ and ¿hematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors or patient factors may have contributed to the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, user technique (user was in-training), patient factors and/or pharmacological factors are likely. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Based on the phr review and information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.